Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual examination of the lead noted calcification of body fluids on the lead tip. Resistance and pressure tests were completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Analysis determined that the increased impedance measurements may have been impacted by the calcification of body fluids on the lead tip. Calcification, the process in which layers of calcium build up on a surface (e.g., leads), is a patient condition that develops over time in some populations. The mechanism of calcification is assumed to be associated with cell devitalization and accumulation of cellular debris following implantation. Past experience has shown that as calcified material builds up on the electrode surfaces of a lead, impedance measurements increase.

Event description:
It was reported that during a routine follow up, this right ventricular (rv) lead was found to exhibit high pacing thresholds and high pacing impedances within normal limits (wnl). The health care professional (hcp) called technical services (ts) and requested further review of the stored data. Upon review, ts determined that there was a gradual increase in rv lead pacing thresholds and pacing impedances that remained within normal limits (wnl) over the past six months. Ts discussed possible causes with the hcp. At this time, the rv lead remains in service. No adverse patient effects were reported. Subsequently, additional information was received that reported that a lead revision procedure was performed. This right ventricular (rv) lead was explanted and replaced with a new lead due to impedance issues. No additional adverse patient effects were reported.

Event description:
It was reported that during a routine follow up, this right ventricular (rv) lead was found to exhibit high pacing thresholds and high pacing impedances within normal limits (wnl). The health care professional (hcp) called technical services (ts) and requested further review of the stored data. Upon review, ts determined that there was a gradual increase in rv lead pacing thresholds and pacing impedances that remained within normal limits (wnl) over the past six months. Ts discussed possible causes with the hcp. At this time, the rv lead remains in service. No adverse patient effects were reported. Subsequently, additional information was received that reported that a lead revision procedure was performed. This right ventricular (rv) lead was explanted and replaced with a new lead due to impedance issues. No additional adverse patient effects were reported.